Event description:
An rn opened a y set extension tubing. While priming the tubing with IV fluid, a leak from a hole was noted in one of the y sections of the tubing. The product was not used on a patient.